Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood.   The device was not returned for evaluation, as it was reported to be disposed. The root cause of the reported event remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via patient registry that a 21mm aortic valve was explanted and replaced with a 23mm valve after an implant duration of 8 years, 11 months due to calcification, degeneration, fibrous tissue growth and severe stenosis. Per medical records, the patient tolerated the procedure well and was transferred to ICU in satisfactory condition. On pod #3 patient developed a-fib and was started on IV amiodarone. On pod#5, dc cardioversion was performed but was unsuccessful. Tee demonstrated that the bioprosthetic aortic valve was functioning normally. The patient continued to be treated with medications and made good progress. The patient was discharged home on pod #6. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.